Manufacturer narrative:
E1: initial reporter details are unknown. G2: country of origin is japan. G4 510(k)#: this device with product ID: 1664017, UDI: (B)(4) is not marketed in united states but however, a similar device with product ID: 6540530, UDI: (B)(4), 510(k)# k170679 is marketed in united states. H3: product analysis #708647930: part # 1664017, lot# 0086966c visual and macroscopic inspection confirmed the threads of the break off screw have been damaged. The thread crest and flank damage appear to have initiated at the start of the thread and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the set screw unable to be fully engaged in the mas head. This is consistent with misalignment of the mas and set screw threads during construct assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having set screw repla cement, posterior lumbar interbody fusion (plif) therapy for l5/s stenosis. It was reported that when the set screw was provisionally tightened to the end of the thread (just before torque-out), the screw head did not become fixed to the rod and remained loose and wobbly. Even after the rod was reinserted several times and an attempt was made to provisionally tighten the set screw again, the same result was observed. There were no patient symptoms reported. There were no further complications reported regarding the event.